Event description:
The customer reported system stopped. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 21oct2019. The customer reported that they will continue with a third party for repairs. There was no further information provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported system stopped. There was no patient involvement.